Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported that the customer was using defective non-getinge disposable transducer trunk cable. The fse spoke to the customer over the phone and told them to switch the cables and this corrected the issue. No service visit was required. The iabp was returned to clinical use.

Event description:
The customer reported having transducer cable issues while the intra-aortic balloon pump (iabp) was in use on a patient. No adverse event has been reported.

Event description:
The customer reported having transducer cable issues prior to the cardiosave intra-aortic balloon pump (iabp) being used on a patient. No adverse event has been reported.

Manufacturer narrative:
Discussion between the (B)(6) field service engineer (fse) and the customer revealed that the customer was using defective non-(B)(6) disposable transducer trunk cables during this event.

Event description:
The customer reported having transducer cable issues prior to the cardiosave intra-aortic balloon pump (iabp) being used on a patient. No adverse event has been reported.